Event description:
It was reported that a malfunction alarm with malfunction code 12 occurred. There was no adverse impact to the customer's blood glucose level. The customer followed the instructions provided by technical support to reset the pump, but the malfunction code reappeared, leading to the decision to replace the pump. The customer was prepared to use multiple daily injections (mdi) as an alternative insulin therapy. Technical support confirmed the shipping address and instructed the customer on how to return the faulty pump and prepare it for storage. The customer acknowledged receiving a pre-paid label for the pump return within 10 days.